Event description:
Three pt samples with discrepant sodium results, when compared to repeat testing by a different methodology. Pt 1: (male, ), initial result gave 134 mmol/l; repeat gave 144 mmol/l. Erroneous results were reported. Pt's not adversely affected. The field service rep was unable to determine a root cause for the discrepancy, but noted he replaced ise tubing and performed ise maintenance activities. Performance tests were performed and within specification.

Event description:
Three pt samples with discrepant sodium results, when compared to repeat testing by a different methodology. Pt 3: (female), initial result gave 127 mmol/l; repeated twice gave 135 and 136 mmol/l. Erroneous results were reported. Pt's not adversely affected. The field service rep was unable to determine a root cause for the discrepancy, but noted he replaced ise tubing and performed ise maintenance activities. Performance tests were performed and within specification.

Event description:
Three pt samples with discrepant sodium results, when compared to repeat testing by a different methodology. Pt 2: (female), initial result gave 134 mmol/l; repeat gave 141 mmol/l. Erroneous results were reported. Pt's not adversely affected. The field service rep was unable to determine a root cause for the discrepancy, but noted he replaced ise tubing and performed ise maintenance activities. Performance tests were performed and within specification.